Manufacturer narrative:
Device passed displacement test. However device alarmed motor error during basic occlusion test and unable to prime during prime test due to faulty force sensor resistor (gold). Unable to perform occlusion test or excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin pump had motor error. The customer¿s blood glucose level was 500 mg/dl. Customer was assisted with troubleshooting for high blood glucose. Customer states they rewind and di fill tubing and gets motor error again. Customer reports the drive support cap appears normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer states insulin pump alarm contains more than one motor error alarm within a 30 day period. The insulin pump will be returned for analysis.